Event description:
It was reported the subject device had a b30 scope communication error. The issue occurred during set up for an unspecified procedure and was resolved when the user cleaned the contacts. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a b30 scope communication error. The issue occurred during set up for an unspecified procedure and was resolved when the user cleaned the contacts. There were no reports of patient harm.